Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that despite several full charging cycles, the patient's remote control (rc) would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg was analyzed and the complaint was confirmed. The device would not be charged nor linked due to damaged u2 asic. Battery measured 1.85 volts. Sleep current measured 15.3 ma. A hot spot was observed on u2-asic. The device would not power up using an external power source. It was reported that this symptom appeared after the previous lead revision.

Event description:
A report was received that despite several full charging cycles, the patient's remote control (rc) would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that despite several full charging cycles, the patient's remote control (rc) would not communicate with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that despite several full charging cycles, the patient&#38112;remote control (rc) would not communicate with the ipg. The patient will undergo an ipg replacement procedure.